Event description:
It was reported that the customer used 2 infusion sets and received a no delivery alarm. Customer's blood glucose level was 300 mg/dl. Customer was assisted in performing a 5.0 unit fixed prime but did not see the insulin exit at all. Customer pushed insulin slowly through the tubing and the insulin exited. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. Customer was treated with an IV drip and manual injections for diabetic ketoacidosis. Customer's blood sugar was over 600 mg/dl and blood chemistry was off. Customer stated there was muscle damage due to diabetic ketoacidosis and a couple cannulas did not work since the hospital. Customer stated that he also had a blood glucose level of 400 mg/dl and treated for it. Customer was wearing the pump at the time of the hospital visit. Customer stated that the pump was not working at the time. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).